Manufacturer narrative:
This is one of seven manufacturer reports being submitted for this article. Please reference related manufacturer report number: 2015691-2020-15117, 2015691-2020-15120, 2015691-2020-15122, 2015691-2020-15124, 2015691-2020-15128, 2015691-2020-15129.

Manufacturer narrative:
The dates of the events are unknown. Therefore, the first day of the date range of the event was used as the occurrence date. Article reference: kooistra, nynke h., valent mp intan-goey, francesca ziviello, geert e. Leenders, adriaan o. Kraaijeveld, pieter a. Doevendans, nicolas m. Van mieghem, michiel voskuil, and pieter r. Stella. "Comparison of the sapien 3 versus the acurate neo valve system: a propensity score analysis." Catheterization and cardiovascular interventions (2020). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the annular rupture could not be determined with the limited information provided by the authors. However, patient factors not provided and/or the mechanisms described above are likely contributing factors for the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), per the medical article, ¿comparison of the sapien 3 versus the acurate neo valve system: a propensity score analysis, a retrospective study of 230 patients with symptomatic, severe aortic stenosis that received a sapien 3 valve at two dutch centers between march 2016 and november 2018 was performed. During the study period, 2 patients experienced annular rupture during the procedure and expired.